Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was 172 mg/dl at the time of the call. The customer stated that their pump is not delivering the correct amount of insulin according the bolus that was set into the pump. The customer declined trouble shooting the issue but was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. No further information was provided.